Event description:
Complaint state that the pt rec'd a slight corneal burn from the microseal needle during a phacoemulsification procedure. The pt was treated and post-op eval indicated that the burn had cleared. There was no additional pt injury.